Event description:
It was reported that the flipcutter broke during the surgery. This required the surgeon to change the instrument used and change the surgery procedure. No fragments remained in the patient. The procedure was successfully completed with no patient injury reported. No further details available at this time.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of the flipcutter breaking is, hitting the device with another device, prying/leveraging or excessive bending/drilling forces being applied during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.